Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecysectomy procedure, the clip was malformed. Tips of the clip were not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.